Event description:
The customer called to report a motor error alarm during normal use, and again after changing the battery. The customer's blood glucose at the time of the call was 236 mg/dl. However, during the call, the customer's blood glucose dropped to 22 mg/dl, and she was not taking directions very well. Had the customer treat with orange juice, but she continued too feel shaky, and eventually lost consciousness. The customer's father was with her, and he called the paramedics. They arrived, and treated the customer, bringing her blood glucose of 240 mg/dl. The father stated that the paramedics had been called two or three times before, for the same reason. After the paramedics left, the customer did not wear the insulin pump, but her blood glucose dropped again to 30 mg/dl, and she passed out on the table. The paramedics were called again, and the customer was hospitalized with a blood glucose of 20 mg/dl. The customer was also taking pain medication for a broken back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test, error alarm noted in alarm history and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. The insulin pump passed displacement test and motor tested ok. Cracked reservoir tube lip, scratched display window and cracked battery tube threads noted during visual inspection.